Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was explanted due to a lead to header connection insertion issue due to header damage. A new device, of the same model was successfully implanted. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated with pertinent information upon completion of analysis.